Event description:
It was reported by a customer complaint that: while the patients family was on vacation the patient went swimming while wearing the pump. It was stated the pump missing the bolus button cover. When the patient was done swimming it was noted that the pump had stopped, there was moisture in the lcd screen and water dripping from the pump. The outside of the pump was dried off. Sometime later the pump was hooked back up to the patient to ascertain whether it was functional, within 10 minutes the pump reportedly delivered 50 units of insulin. Use of the pump was discontinued; the patient was given juice and cola to cover the insulin. The blood glucose dipped low but not so low that any glucagon needed to be given and the patient did not have to go in to a hospital.